Manufacturer narrative:
Unit received with flashing medtronic logo, problem isolated to electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to flashing medtronic logo. Unable to verify missing segments/partial display due to flashing medtronic logo. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has cosmetic damage. The customer¿s blood glucose level was unknown at the time of incident. The customer was assisted with trouble shooting. The customer's pump will be returned.